Event description:
The dr had a difficult time getting a 7fr pinnacle sheath in. He then went to a 7fr balkin sheath, which also kinked on insertion. Finally, he used a 7fr arrow sheath. The arterial puncture site was extremely low, in the proximal right sfa. The dr did this due to t he pt's severe disease. The pt was amputated above the knee on the right. When the dr tried to initially advance the glide catheter and 300cm iron man there was a fair amount of resistance. There had been 3 previous devices used without incident. After doing 3 cuts in a very tight area of the sfa, the dr was removing the device when it became apparent he couldn't retract the device. He tried pulling everything out as one unit but was unable. At that moment he decided to pull on the device until it released, leaving behind the nosecone. Upon looking at the area under fluoro, the nosecone was in the right cfa, but still on the iron man wire. It was then decided to take the pt to surgery to retrieve the nosecone. The following morning fox hollow's district sales manager spoke with the dr and he reported that the pt was doing great. The dr felt due to the puncture site being extremely low, pt's severe disease process, having an arterial patch in the right common iliac, and use of the arrow sheath, were all contributors to the wire wrap.